Event description:
The pt has two leads with the same lot number. It was reported the pt is not receiving adequate pain relief. An sjm rep met with the pt for reprogramming. During reprogramming, the pt experienced uncomfortable pocket heating. Pocket heating was reported under MFR report: 1627487-2013-08144 and 08149. As a result, the programming session was stopped. It was also reported the pt has unrelated health issues which are of higher concern. In turn, the issue will be addressed at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.